Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at back side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the unit having a cosmetic damage located at the battery compartment on event date of (B)(6) 2022. The pump passed the active current test but failed the sleep current test and self-test due to moisture damage on the electronic assembly. Unable to perform the displacement test due to unable to rewind caused by pump error. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history found: pump error alarms during testing on (B)(6) 2022 12:39:25.000. Pump error was present in the history download on event date of (B)(6) 2022 09:18:01.000. Esf# n/a, file number = 2002, and line number = 2803. Pump error alarmed during testing and was present in the history download on event date of (B)(6)2022 12:41:53.000. Pump error alarmed during testing and was present in the history download on event date of (B)(6) 2022 16:00:00.000. Pump error alarmed during testing and was present in the history download on event date of (B)(6) 2022 06:47:55.000. Pump error alarmed during testing and was present in the history download on event date of (B)(6) 2022 06:47:55.000. Pump error alarmed during testing and was present in the history download on event date of (B)(6) 2022 06:48:29.000. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, and battery tube. The motor was not tested outside of the device on the ngp stb3 due to moisture damage. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, faded serial number label damage, and end cap address label missing. Pump error 3 was confirmed due to moisture damage on the motor. Pump error 25, pump error 75, pump error 23, pump error 49, and pump error 68 confirmed after due to moisture damage on the electronic assembly. Cosmetic damage was confirmed located at the corner of belt clip rails. Unexpected battery power loss was confirmed due to high sleep current test. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.